Event description:
On september 10, 2025, nakanishi became aware of a handpiece overheating and resulting in thermal burn injuries to three patients through a complaint input into the complaint database by a distributor (nsk america). According to the distributor, there are two devices suspected to be involved in the event, but the dentist could not identify which of the two possible devices actually caused each incident or the date that each incident occurred. Therefore, nakanishi is submitting six separate mdrs for each possible handpiece and for each of the three patients' injuries. This MDR is regarding the handpiece with the serial number: (B)(6) and the third patient. The details nakanishi obtained are as follows. Details are as follows: the dentist was performing a dental procedure on a patient using the z95l handpiece (serial no: (B)(6). During the procedure, the handpiece overheated abnormally, and the patient received a thermal burn injury to their lip. The dentist was not aware of the burn injury at the time it occurred due to the gloves he wears and where he holds the handpiece during use. The injury was reported to the dental office by the patient after they had left the office. The patient was reported to have healed without need for further medical attention.

Manufacturer narrative:
The distributor has made several attempts to obtain the dates of each injury and patient information, but the dentist has been unresponsive to their requests. A follow-up report will be made if further information becomes available about the adverse events.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi connected the handpiece to the motor and tried to rotate the motor. However, the handpiece was locked, and the motor did not rotate at all. Therefore, nakanishi was not able to conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: - the bearing retainer in the ball bearing on the rear side of the cartridge was broken. - the internal parts were soiled, discolored, and abraded. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi could not replicate the temperature increase from the event, but based on the findings in the visual inspection, nakanishi identified that the cause of the handpiece overheating was abnormal resistance during rotation due to the broken bearing retainer. B) nakanishi considers the possibility from many years of experience that the cause of the broken bearing retainers was the ingress of undesirable materials into the bearing, leading to abrasion. C) a lack of maintenance caused the accumulation of debris on the internal parts, which contributed to the handpiece overheating. D) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: d.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. D.2) nakanishi reported the above evaluation results to the distributor and directed the distributor to remind the user of the importance of maintenance, as instructed in the operation manual.